Manufacturer narrative:
(B)(4). Method: seven complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. The lot information is as follows: one from lot 130517, manufactured 17 may 2013; one from lot 130908, manufactured 8 sep 2013; two from lot 131018, manufactured 18 oct 2013; one from lot 131121, manufactured 21 nov 2013; two from lot 131204, manufactured 4 dec 2013. Results: visual inspection revealed that all seven complaint devices had cracks at the base of the chamber dome. In four of the chambers the printing on the dome was slightly smeared. White residue was also noted on two of the chambers. One of the chambers had a flow mark on the dome. Conclusion: the smeared print, flow mark and white residue suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - maximum operating pressure: 8 kpa. (B)(4).

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare field representative that some mr290hfv high frequency humidification chambers were found to be cracked after some days of use with a viasys infant flow driver. No patient consequence was reported.